Event description:
The following is based on medical records provided by the patient's attorney. On (B)(6) 1997 - the patient had an open wound on his abdomen, and there appeared to be a small bulge that was either omentum or a small portion of colon. He underwent an exploratory laparotomy and it appeared that he developed a reaction to the previously implanted unidentified "marlex" mesh. The granulomatous tissue was excised, and it appears the mesh was partially explanted.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008-004. Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting the MDR based on the additional information received. Based on the information provided, no definitive conclusions can be made. The patient has multiple co-morbidities including morbid obesity, multiple hernia repairs with mesh implanted and explanted, and a history of (B)(6) and healing impairment. It is unclear when the mesh was implanted. It appears the patient developed wound dehiscence post implant. He was treated with antibiotics before surgical intervention. A catalog and lot number were not provided, therefore a manufacturing review is not possible. There is no indication of defective mesh, and no pathology to confirm explant. Additionally, no product has been returned for evaluation. If any additional information is obtained, a follow-up MDR will be submitted.